Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned and investigated. The reported inability to establish final arm angle was not confirmed. The returned device analysis confirmed that the clip functioned as intended. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the inability to establish final arm angle. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the clip opened while establishing final arm angle. It was reported that during preparation of the clip delivery system (cds), during the establish final arm angle (efaa) testing, the clip arms opened. The steps were repeated again, but the clip arms opened. The device was not used. There was no patient involvement and no reported clinically significant delay in procedure. There was no additional information provided.